Manufacturer narrative:
A review of the device history records for both instruments found no manufacturing, processing or design related irregularities. Both instruments were found to be properly manufactured and released in accordance with the device master record. Although the device was properly manufactured additional investigation was conducted to determine root cause. The analysis showed that the failure mode observed in this event was due to imparting excessive torsional loads to the mating instrument (reducer) during the rod reduction maneuver. Excessive load can be applied due to a tolerance gap condition between the reducer and extenders. The over-torque observation was corroborated by the two design interface analyses (dias) that were performed on the reducer/screw extender interfaces. The second screw extender returned for evaluation is of the same product part number/description but contain a separate identifying lot number. Lot 7169901 manufactured 6/12/2014 - visual inspection found the extender shaft had fractured between the tab and the .225" rod channel, approximately .475" from the distal tip. The fracture begins at the rod channel and moves across distally towards the tip of the instrument where the extender attaches to the screw. It appears the screw extender may have been removed in a lateral direction while disengaging from the screw.

Event description:
An international customer (taiwan) reported the blades of two (2) illico screw extenders are damaged. The event caused over a 30 minute delay in the case.